Event description:
Reporter stated that the device appears to have melted around the contacts. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.